Event description:
It was reported that the doctor detected a puncture on the catheter during preoperative set up. There was no reported impact to the pt.

Manufacturer narrative:
(B) (4). The returned catheter failed the patency check due to a tear close to the proximal tip and a small nick located between the second and third length markers. The catheter met all specifications for tensile strength and ultimate elongation testing. It is unk how or when the damage occurred. The instructions for use that accompanies the product cautions that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. There have been no other complaints for lot 10215839, and a review of the mfg records showed no anomalies.